Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was leaking and it is unknown how the case was completed. It is unknown if they used the existing device or went to another like device. There was no adverse consequence to the patient. The device was discarded.